Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The instrument was broken on the chain assembly at the universal joint due to one of the forks on the universal joint has flared outward (bent) causing the assembly to disengage from the adjoining block and rendering the instrument broken. A manufacturing review was performed and there were no discrepancies found. Further investigation is required. Once additional investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
Investigation was unable to assign a root cause for the device malfunction. The device met product specifications prior to shipment for distribution by the customer. No further investigation required.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the investigation is in progress. Once the investigation is completed a supplemental medwatch 3500a form will be submitted. Complaint information provided by depuy synthes.

Event description:
It was reported during an unknown patient procedure that the inner shaft upper universal joint broke. No adverse events reported.